Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 550 mg/dl at the time of incident. The customer's blood glucose was 485 mg/dl at the time of hospitalization. The customer's blood glucose was 220 mg/dl at the time of call. The customer stated that the time and date of the hospitalization was (B)(6) 2016 at 6pm. The customer stated that they were treating the blood glucose with manual injection and they were given IV drip during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to check for air bubbles, leaks and site and insulin issues. The customer stated that they did not find any setting issues during troubleshooting. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specifications. The device passed self-test, unexpected error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. We were unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The device was received with cracked case at the display window corners, cracked battery tube thread, minor scratched display window and scratched case.